Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4), a medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Fdm b01, fdr c10, and fdc d02 are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that while trace registering the patient, the 3d model disappeared and instead the saw floating islands along with their trace pattern. The rep tried changing the transparency with no resolve and then tried to go back to planning screen and progress to the registration screen. After going back to the registration screen, the monitor went dark (still powered) and received an error message (unknown exact message). She hard restarted the system and was able to proceed with no issues. There was a delay of less than one hour but no patient harm.